Event description:
As reported by the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, the amplatz wire perforated the lv causing major blood loss and conversion to open surgery. Per report, although the rf3 delivery system was on the guide wire at the time of the perforation, it was still in the aorta and had not yet crossed the native annulus. It was indicated that the event was not due to a malfunction of the rf3 delivery system. One day post procedure, the patient expired.

Manufacturer narrative:
Investigation is ongoing

Manufacturer narrative:
Correction: (date of patient death), (device was not implanted). Additional information: (model number). The device information was requested but is not available, thus a device history review cannot be performed. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav) and the use of anesthesia include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. In this case, it was reported that the operator had pushed on (advanced) the wire, which caused the injury. There was no allegation of a malfunction of an edwards device. Furthermore, there was no reported resistance between the delivery system and the wire during advancement or deployment of the valve that could have contributed to the lv perforation. No further action is required at this time.